Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned thyroid tests for 1 patient sample due to high ft4 and ft3 results on a cobas 6000 e 601 module. The customer provided the patient sample for investigation. Based on the data provided, erroneous elecsys tsh assay (tsh) results were identified between the customer¿s e601 analyzer and an e601 analyzer used at the investigation site. The initial tsh results generated at the customer site were reported outside of the laboratory. The initial tsh result from the customer¿s e601 analyzer was 5.28 uiu/ml. The tsh result from the e601 analyzer used at the investigation site was 3.28 uiu/ml. When the patient sample was tested for ft4 and ft3 at the investigation site, the results were identical to the ft4 and ft3 results at the customer site. There was no allegation that an adverse event occurred. The serial number for the customer¿s e601 analyzer was (B)(4).

Manufacturer narrative:
The patient sample was submitted for further investigation. The customer's high tsh result was not reproduced. The tsh result generated during the preliminary investigation was reproduced. The sample was also tested for iga, igg and igm where the results were far below the threshold values documented in tsh product labeling. The sample underwent interference substance testing and no interfering factor was identified. A specific root cause was not identified. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.